Manufacturer narrative:
No frozen screen noted. The insulin pump passed self test and displacement test. The time advanced properly during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a scratched display window, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported that she had high blood glucose of 240 mg/dl. Customer stated that the insulin pump buttons are not responding and the screen is frozen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.